Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3777-45, serial#: (B)(4), product type: lead. Product ID: 3777-45, serial#: (B)(4), product type: lead. Product ID: 39565-65, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 19-aug-2019, UDI#: (B)(4) ; product ID: 3777-45, serial/lot #:(B)(4), ubd: 19-aug-2019, UDI#: (B)(4) ; product ID: 39565-65, serial/lot #: (B)(4), ubd: 09-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that for the past 2 months, the lower of the two ins' were giving her a burning and pinching sensation. Patient stated the sensation was not constant but that the site (the bottom left side of her body) was getting hot and she was having more pain her legs. Patient stated that she thinks it¿s a problem with one of the leads. Patient stated that she called to set up an appointment with the rep to have ins checked. No further complications were reported/anticipated.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that it burned at site. An impedance check was performed and showed a shorted lead. Surgical intervention was scheduled for (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 97702 lot# serial#(B)(6) implanted: (B)(6) explanted: product type implantable neurostim ulator product ID 3777-45 lot# serial# (B)(6) implanted: explanted: product type lead product ID 3777-45 lot# serial# (B)(6) implanted: explanted: product type lead product ID 39565-65 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97702 lot# serial# (B)(6) implanted: (B)(6) 2018 product type implantable neurostim ulator product ID 3777-45 serial# (B)(6) product type lead product ID 3777-45 lot# serial# (B)(6)product type lead product ID 39565-65 lot# serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had become much more active and they had lost weight. The patient has had battery replacements but had never had a lead change. The burning/pinching sensation was resolved by having one of the units shut off and the patient had been scheduled to meet with a surgeon. The pain had gotten worse in the patient's back but it was burning/pinching now. The issue had been resolved temporarily as the patient had an appointment with their healthcare provider to discuss replacing the leads. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient requested reprogramming because she thought the lead migrated. Impedances were checked and both stimulators were reprogrammed. The issue was said to be resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that sometimes there's numbness and tingling around the ins battery on the patient's lower left side. The patient also added that the lead by her tailbone that connects to the ins battery on her left side is shocking her, and it feels like she's getting zapped. The patient added that her legs are starting to swell up and the ins is not helping the pain in her legs like it used too. No further information was reported.